Event description:
A 4.0mm diameter x 15mm length medtronic ave s670 over-the-wire stent delivery system was inserted into a pt's arterial vasculature. The stent delivery system was inflated to 3 atm., when the balloon was reported to have burst. The stent delivery system was removed from the pt without difficulty. There was no reported adverse effect to the pt. The delivery system was retained by the medical facility. There is no further info available, despite repeated requests from medtronic ave.